Event description:
Respiratory therapist was pulling back on "in line" suction catheter, approx 3-4 inches of the distal portion of the catheter was missing. The pt was "bronched" and was able to retrieve the tip. Pts condition was asymptomatic throughout event.